Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (1000mcg/ml, 300mcg/day) in an implantable pump for spasticity. The patient medical history and concomitant medications were unable to be obtained. A pump motor stall occurred, resulting in "incomplete drug injection." The audible alarm was heard by the patient. The patient experienced slight increased rigidity and early hypertension. It was reported the pump stalled several times since (B)(6) 2018 with motor stall recoveries (occurred every 2 days). The patient was seen on (B)(6) 2018 by the hcp for the issue. The pump reportedly stalled again during the visit and the audible alarm was heard (no reported recovery). Interventions/actions taken included silencing the alarm, "restarting the pump" (without success), programming the pump to minimum rate mode, and advancing the pump replacement. An emergency replacement was requested and surgical consultation for replacement was scheduled for (B)(6) 2018. The expected date replacement of the pump was in 4 months. The issue was considered resolved as of (B)(6) 2018. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump had been replaced by the surgeon. The patient was well. The old pump was destroyed by the service. The problem was closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative(confirmed via healthcare provider) indicated the pump was not replaced on 2018-aug-13. The plan was proposed to replace the pump in (B)(6)2018. The event was no longer considered an emergency. Now, the patient wanted the pump to be replaced by a different surgeon that is closer to home. More information would be provided in (B)(6)2018 when the event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.